Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the common bile duct during an endoscopic ultrasound - guided biliary drainage with endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During ercp procedure, the first flange of the axios stent could not be fully deployed. The axios stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).